Manufacturer narrative:
The device has been received for investigation. Investigation is pending. E1 initial reporter address: (B)(6).

Event description:
The event occurred on an unspecified date and involved a plum 360 where it was reported the plum pump infusion rates are not accurate. The pump is either too slow or too fast with matter of hours. The status of the product was during infusion of various oncology drugs. There was patient involvement and there was delay in therapy but no adverse event.

Manufacturer narrative:
The complaint "plum pump infusion rates are not accurate. Either too slow or too fast with matter of hours" was evaluated. The device was in good general condition. The device completed a full performance verification test (pvt) without issue. The alarm logs were downloaded and analyzed. Summary of log analysis: engineering observes that the customer¿s complaint lacked specificity in alleging inaccuracy without indicating the expected vs actual deliveries nor pointing to any specific infusions. Engineering evaluates that all infusions programmed between july 15 and july 30 delivered accurately within design tolerance and the pump is operating correctly based on the logged data. The complaint could not be confirmed. The complaint was not confirmed in testing or through log analysis. No probable cause could be determined.